Event description:
A person was being transferred and fell out of the back of a sling. The person hit his head and was checked out in the ER and is fine. Two nursing staff were in the room when this happened. Nursing was asked what happened and they do not have a clear answer at this time. An incident report will be sent to medcare when completed.

Manufacturer narrative:
Facility said that it sounded like one of the loops on the shoulder strap of the sling either wasn't hooked on or it slipped off. Maintenance says he doesn't feel that the incident occurred due to our product. At this time, we are still waiting to receive the serial number of the sling and the lift involved. Maintenance did take the machine out of service and found everything to be fine. Some new parts were ordered, not related to this incident.